Event description:
It was reported that stent damage occurred. A 4.00x12mm promus element ¿ drug eluting stent was selected for use to treat the target lesion. However, the "head of the stent" was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the crimped stent on the device was damaged along the proximal portion of the crimped stent. The stent appears to have been stretched proximally out over the proximal markerband. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts based on the type of damage evident. The balloons distal cone profile was reviewed and no issues were noted. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x12mm promus element ¿ drug eluting stent was selected for use to treat the target lesion. However, the "head of the stent" was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.